Event description:
During the one week follow up, it was noted that this rv lead was dislodged. The physician attempted to reposition this lead, but the threshold was 3v with loss of capture, even though the sensing was above 10mv. The physician decided to replace this lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Apart from a slight deformation of the steroid collar, which most likely resulted from the explantation procedure, no deviations were noted. The analysis did not show further deviations from the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.